Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: investigation was completed using the returned battery cap. Investigation revealed that the battery compartment was cracked. Unrelated to the complaint, investigation revealed that the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.